Manufacturer narrative:
The analysis did show that the head had several dents around the back cap button. This caused the back cap button to stick in, interfering with the internal moving parts. This caused high friction and therefore increase of temperature. In addition the bearings have been grinding and vibrating and heavy residue was found in the handpiece. The dents show that the handpiece received several strong hits, e.g. Dropping during reprocessing. The residue in the handpiece shows that the maintaining/ reprocessing is not performed as requested by user instruction. The condition of the bearings is a result of the wear process which takes place during the use. It is likely that this wear process is accelerated due to the heavy residue. The user instruction requires a visual and functional test prior to each treatment to ensure that the handpiece is running within specification. Reported due to the 2 year presumption rule.

Event description:
During a standard dental treatment the patient complained that the handpiece got hot. Nobody was injured. The dental office does not recall the date or the name of the patient to pull the file, hence no further details can be supplied.